Manufacturer narrative:
The customer has confirmed that the complained sample is from the same patient as reported in manufacturer report 1823260-2025-02229.

Manufacturer narrative:
The serum and plasma samples were provided for investigation, where they were tested with hbsag lot 812842 on a retention cobas e 801 analyzer. Results: serum: values: 0.287 coi, 0.309 coi, and 0.326 coi. Interpretation of the results: non-reactive. Plasma: values: 0.350 coi, 0.383 coi, and 0.412 coi. Interpretation of the results: non-reactive. The results obtained by the customer could be reproduced. The remaining sample material was tested on an abbott alinity analyzer. Result: sample was found reactive/ positive. Due to limited sample material, further investigation was not possible. For diagnostic purposes, the results should always be assessed in conjunction with the patient's medical history, clinical examination, and other findings. Single false negative results can occur based on the labeled sensitivity claims of the assay. The reagent performs within specifications. Medwatch field d4, lot number, and expiration date have been updated.

Manufacturer narrative:
The serial number of the e 801 analyzer is 44d0-12. A sample from the patient was requested for investigation.

Event description:
The initial reporter stated they received a questionable result for one patient sample tested with elecsys hbsag ii on a cobas e 801 analytical unit. The sample resulted in an hbsag value of 0.33 coi (non-reactive) when tested on the e 801 system. The sample was repeated using the vidas hbsag method, resulting in a value of 7.45 (positive, with cutoff of 0.13). No units of measure were provided for this value.